Event description:
A malfunction alarm was reported with the display code malf 1, and despite the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.